Event description:
A malfunction alarm indicated a problem with the pump, displaying the malfunction code "malf 24," which could not be reset. There was no adverse impact on the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.